Manufacturer narrative:
Pump received with intermittent button response due to flattened express act and escape button dome switch (creased). No unlocked j2/lcd keypad connector. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's escape and act buttons were not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.